Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported that a discordant, falsely depressed carbon dioxide (co2) result was obtained on the dimension vista 1500 system, s/n: (B)(4). Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Quality control data was within conformance. There is no evidence of an instrument or assay product nonconformance. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed carbon dioxide (co2) result was obtained on a patient sample on the dimension vista 1500 system. The result was not reported to the physician(s). The same sample was reprocessed on the same instrument and a higher result was obtained. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed carbon dioxide (co2) result.